Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call prime anomaly on their insulin pump. Customer's blood glucose level was 155 mg/dl. Troubleshooting for the prime rewind was performed. Customer is receiving a compromised force sensor system error alarm. Customer advised they are stuck in preparing to prime loop. Customer advised the pressure is not recognized from the piston and the device states to fill tubing and hold down the act button. Customer advised they keep the insulin pump in their pocket and it has fallen in the past. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.